Event description:
The surgeon implanted a collamer lens model cc4204bf diopter +21.5 and the trailing haptic tore during insertion. The lens was implanted and removed in 2005 without patient injury. Contact believes the lens was damaged by the cartridge. An msi-pf injector and sfc-45 cartridge were used, but the lot number are unknown.